Event description:
The following was reported to us: the bb100e filter was being used in a breathing circuit in an intensive care unit. After a short period of use (approximately 2 hours), so much fluid was present on the circuit side, that the filter blocked. The patient exhibited an unexplainable increase in pco2, which could not be corrected by adjusting of the ventilator settings. After the bb100e filter was removed from the breathing circuit and replaced with a new bb100e filter, the patient's pco2 value decreased. The figures reported were as follows: when the implicated filter was present in the circuit: ph 7.3, pco2 57 mm hg, po2 144 mm hg. After the implicated filter had been removed from the circuit and replaced with a new filter: ph 7.54, pco2 28 mm hg, po2 167 mm hg. It is important to note that no permanent adverse effects on the patient were reported.

Manufacturer narrative:
The returned used bb100e filter was investigated by our scientific and laboratory services (sls). External examination of the returned used filter confirmed that it was representative of current manufactured product. No fluids or secretions we observed on either the patient side or the machine side of the filter. Resistance to air flow testing at flow rates of between 10 and 90 l/min was then performed on the returned used bb100e filter and also on an unused control bb100e filter. The resistance to air flow was slightly higher on the returned used filter compared to the unused control filter. However, the slight increase in resistance to air flow observed with the returned used bb100e filter was not considered significant. The returned used bb100e filter and the unused control bb100e filter were then both subjected to a 15 cm hydrostatic head test using water on the patient side of the filter. Both filters passed this test with no water passing through to the machine side of either of the filters. After the hydrostatic head test had been performed resistance to air flow testing at flow rates of between 10 and 90 l/min was again performed on the returned used bb100e filter and the unused control bb100e filter. Both filters exhibited an increase in resistance to air flow compared to that observed before performing the hydrostatic head test with the resistance to air flow again being slightly higher on the returned used filter compared to the unused control filter. However, the increases observed were not considered significant. In conclusion we were unable to confirm the customer's report of filter blockage. The returned used bb100e filter was found to be representative of current manufactured product and performed as expected during testing in our laboratories. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
(B)(4).